Event description:
It was reported that the device was used during a laparoscopic burch. It was reported by the rep that the stapler jammed on the third staple. Another ems was used to complete the case. There was no consequence to the pt.